Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2rls4, implanted: (B)(6) 2023, product type: lead. Product ID 978b128, lot# va2rsq5, implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the lead migrated within 1 month after implant. The cause was not known and the patient reiterated having no falls. When asked the steps taken towards resolution, the patient responded "the lead was replaced on (B)(6) 2023 after initial implant on (B)(6) 2023 and changed from the left side to the right side about 1.5 to 2 years ago." The patient indicated that the cause of them "feeling something poking" them when they lay on the side of their implant was not determined, however the likely cause was listed as being "it feels like it is coming from where the lead attaches to the battery." The patient noted that no steps have been taken so far other than to try changing programs. This issue has not yet been resolved. The patient noted that the fall did not affect their implant, however they added a note stating "I'm not sure it did have any effect. The spot had been poking me before I fell on my butt, but got worse."

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2rls4; implanted: (B)(6) 2023; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 01-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction, it was reported that they had back surgery and had fallen twice in the last year and a half. After the back surgery, they were good but then after a few months, and then in maybe late spring or early summer, they started leaking again. The patient tried a variety of different programs and amplitudes, but some made their ankle and foot all prickly, so they stayed away from those. If they got it high enough to work, it thumped so hard that they had to turn it back down. The best setting they could come up with was only like 0.5 on program 5, which worked best at 0.7 or 0.8, but then they could feel the thumping sensations. When they woke up in the morning, they had muscle spasms "where the wires crossed from one side to the other side."  Sometimes if they laid just right on the side where the device was located, it felts like something was poking them. The patient did not know if the lead had migrated a little bit more or not. They thought it had migrated before, but they didn't know if that was the problem or if it was just that they couldn't find a good setting. They had tried going through just about all the programs. The agent recommended the patient follow up with managing physician to discuss symptoms, and the patient confirmed they would have a meeting next week scheduled with their nurse practitioner.